Event description:
Event description guidant received information that a guidant sales representative was requested by the patient's family to turn this implantable cardioverter defibrillator (ICD) off due to the patient's terminal condition. At that time, the ICD could not be interrogated using different programmers. The device was explanted following the patient's death and will be returned to guidant for analysis.